Manufacturer narrative:
The reported event of 'inoperative prime switch' was confirmed during functional test. The most probably root cause was due to a damage pc board which was replaced to correct the issue. During visual inspection, physical damage pin 1 in rj45 jack (j12 prime switch) on I/o pc board was observed. During functional test, the prime switch issue was duplicated. The I/o pc board was replaced I/o pcb and calibrated to correct the issue. Historical complaints were reviewed and there were no similar complaints reported for the thermogard xp ivtm console with serial number (B)(4).

Event description:
It was reported that during training, the customer observed that the prime switch was inoperative. No patient involvement.